Manufacturer narrative:
Updated with correction review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient was confused that they had to swipe or touch the screen to turn on the remote. The patient was talking through how to use it. It was reported that they have not treated the patient for a uti. It was also reported that the uti was not related to the patient's underlying urinary dysfunction or the device and/or therapy. No further complications reported/anticipated. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. It was reported that the patient had pain the night prior to the report. The patient was unable to unlock their patient programmer during troubleshooting. Contributing factors to the reported events were unknown. The patient had taken a pain pill the night prior. Actions/interventions and resolution to the reported event were unknown. Additional information was received. The patient thought they had a uti. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient was confused that they had to swipe or touch the screen to turn on the remote. The patient was talking through how to use it. It was reported that they have not treated the patient for a uti. No further complications reported/anticipated.